Manufacturer narrative:
Corrected data: d1: brand name.

Event description:
Allergan received a report that a patient was treated to the lower abdomen and flank areas with coolsculpting using a cooladvantage, coolcurve+ contour applicator on (B)(6) 2018 and was diagnosed on (B)(6) 2021 with pah in lower abdomen and flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company 2011-2021 paradoxical adipose hyperplasia is a labeled known event. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan received a report that a patient was treated to the lower abdomen and flank areas with coolsculpting using a cooladvantage, coolcurve+ contour applicator on (B)(6) 2018 and was diagnosed on (B)(6) 2021 with pah in lower abdomen and flanks.